Event description:
A malfunction was reported with the pump, but there was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur afterward. The customer was instructed to continue using the pump and to contact support if any issues reoccurred. Additionally, steps were taken to move forward with the renewal process, including sending a request for insurance card pictures and creating a task for the renewals team.